Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l78001, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient was sedated and obtunded. No troubleshooting/interventions had been performed. The patient came in to the emergency room confused. The patient was combative, was given valium, and was sedated. The patient was in the intensive care unit (ICU), unable to speak, and completely obtunded. Another healthcare provider (hcp) remembered the patient from clear lake. The patient had this happen to him a couple weeks ago and ended up in clear lake. The hcp wanted to know how the pump worked and if they could stop the pump. The drug being delivered via the pump was unknown. The outcome and interventions were not reported. Additional information was requested regarding troubleshooting, but was not available at the time of this report. If additional information is received, the event will be updated.